Manufacturer narrative:
The reported field event of discrepancy in longevity estimates was confirmed in the laboratory and was due to a programmer software issue. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Added concomitant medical product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was reporting inaccurately long longevity estimates. The patient was followed remotely and the remote transmissions showed a large drop in device longevity. Several transmissions were reviewed with the first one from (B)(6) 2015. On this transmission the longevity estimate inaccurately indicated 3.4-3.8 years of longevity. Several months later on (B)(6) 2015, the device indicated 1.6 years to eri, which was accurate based on this device longevity and the battery data collected from the session record and two additional transmissions indicated an accurate longevity estimates. The device was later explanted without incident.